Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8 atmosphere within 3 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.